Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that during the procedure on (B)(6) 2021 to replace the t6 lead (related manufacturer reference number 1627487-2021-17894), the t10 lead pulled out due to the lead wires being tangled. As a result, physician explanted the lead and placed a new lead at t12. The patient has effective therapy post operatively.